Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite confirmed the reported problem. After reviewing log file, fse found flex vision pc malfunctioned, disconnecting host-pc. During troubleshooting, the fse found the computer intermittently failing to turn on or boot up due to a faulty flex vision computer. To resolve the problem, fse replaced the flex vision computer and return the part for further analysis, and it found the failed component was cmos battery. After replacing the flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. No harm to the patient or user was reported. Philips has started an investigation of this complaint.